Event description:
Report 2 of 2. The customer contact reported the piercing pin of the tubing set fell out of a blood container. The secondary tubing was to be used to deliver 450-500 ml packed red blood cells (prbc) at an unspecified rate. The customer contact reported that the piercing pin of the unprimed secondary tubing set was inserted into the administration port of the blood container. It was reported after the insertion of the piercing pin, the secure lock male adapter of the secondary tubing set was connected to the clave secondary port on the cassette of an unspecified primary plumset. At an unspecified time during backpriming of solution from a primary plumset into the secondary tubing set, it was reported that the piercing pin of the secondary tubing set fell out of the blood container. It was reported that half of the volume in the blood container leaked. The blood bank was notified to deliver a replacement unit of prbcs. The customer contact reported a delay of 2-3 hrs for a replacement unit of prbcs to be obtained from the blood bank. The secondary tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.